Manufacturer narrative:
Product was received by MFR, but investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
This event is reported as: staples were not forming correctly. The problem occurred during use. Another visistat stapler was used to continue the procedure. Defect was discovered during an unk medical procedure. No pt injury reported.